Manufacturer narrative:
Post market vigilance (pmv) received one device .the visual inspection of the returned product noted that the loading unit was received engaged the subject instrument which noted that the loading unit was fully fired. The clamp bar appears to be broken from the knife assembly and not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The camber of the unit was not present and the clamp bar component was observed broken at the pin region. Functional testing could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken clamp bar component may occur when an obstacle has been incorporated in the jaws of the device. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during closing of jejunostomy enterotomy creation of laparoscopic gastric roux-en-y procedure. The stapler cracked while firing and the surgeon did not feel that the device felt right. He pulled back and opened the stapler and loose open staples fell into the abdomen, some of the staples were retrieved however there would have been some loose staples still remaining in the patient¿s abdominal cavity. There is poor staple formation and the distal staple line is incomplete. There was difficulty unloading the reload and handle so they were left together. The surgeon also had to oversew the staple line. The surgery was extended more than 30 minutes due to the product problem. No patient injury.